Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).

Event description:
Customer reported difficulty connecting and disconnecting the vitrectomy probe during a procedure. The system was switched out to complete the case. There was no harm to the pt.